Event description:
It was reported that the lead integrity alert (lia) triggered for unusual right ventricular (rv) pacing impedance variation and r-wave amplitudes. The episodes were related to noise. The atrial and ventricular outputs were lowered to 2.5v at 0.4ms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.